Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple intermingle occlusion alarms occurred. The customer's blood glucose level was 350 mg/dl. The customer would change pump supplies to address the issue. Reportedly, the customer continued using the pump for insulin therapy, but also had manual injections available.